Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user needed to re-start the session for the mobile programmer application twice during an implant procedure. The user was unable to re-establish telemetry. It was noted that the analyzer was running and was pacing the patient in the background. A different programmer was used to finish the procedure. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:it was determined at analysis that the one hour inactivity timeout on the mobile programmer application failed. If information is provided in the future, a supplemental report will be issued.